Event description:
It was reported to covidien that the monitor is missing display segments. There was no pt involved.

Manufacturer narrative:
Covidien verified the display missing segments. Isolated the fault to the ui board (user interface board). The ui board was replaced.